Event description:
Reporter stated that last week her children received goodie bags during preschool. These bags were handed out by a local dentist. The bags contained a dental mirror and dental floss. On (B)(6) 2011, the reporter stated that her 3 year old began choking and she had to perform the heimlich maneuver. Reporter stated that the mirror came out of the holder and that is what her 3 year old was choking on. Reporter stated there were no markings or warnings on dental mirror.